Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported while using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes the tubes under filled. The following information was provided by the initial reporter: underfilled edta tubes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes the tubes under filled. The following information was provided by the initial reporter: underfilled edta tubes.